Event description:
Blood tubing circuit appears to be malfunctioning. Several occurrences of the same 'sad [safety air detector] alarm' that cannot be cleared unless circuit is replaced. This appears to be isolated to one lot number of circuits across multiple locations. Currently this lot number is all we have on hand in the facility. We are making do with what we have. We swap circuits out that are giving this alarm. Tx [treatment] resumes as normal once circuits are switched out for new one. This does occur at random and appears to have no pattern. Manufacturer response for set, tubing, blood, with and without anti-regurgitation valve, hemodialysis bloodlines (per site reporter). B braun was notified on [redacted]. Since no samples were provided, they could not complete a full investigation.